Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. A revision procedure was performed and the rv lead was repositioned. The patient is stable.